Event description:
It was reported the patient was having constant nausea after having a replacement procedure done. The patient was taking zofran around the clock. It was added the patient spent 13 hours throwing up the ¿other day.¿ it was indicated they were having ¿issues¿ since the implant of the new stimulator. Stimulation was currently at 1.4v. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2005. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2005. Product type: lead. (B)(4).